Event description:
It was reported there was low r wave sensing on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Event description:
Additional information was received indicating a micro dislodgement of the rv lead was suspected as the cause of the low r wave sensing.

Manufacturer narrative:
The reported events were lead dislodgement and r-wave amplitude variation. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning and applying torque to the inner coil, the helix could be fully extended and retracted. The helix extension length was measured within specification. The reported event of r-wave amplitude variation was not confirmed. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.